Event description:
Additional information received noted that patient was still having concerns with their device or therapy but have not sought further help.

Event description:
The patient indicated that device did not work well for her. The patient was getting somewhat relief not what she was expecting. The patient was getting 30% symptom relief with the current implantable neurostimulator (ins).it was later indicated on 2015-03-27 that patient was not feeling stimulation. The patient turned the device off for an MRI 2 weeks ago for unrelated to device therapy. It was later reported that patient was not feeling stimulation and the device was not controlling her symptoms. It was indicated that it worked sometimes but not all the times. The device was controlling very little of her symptom. It was noted that since the MRI the device did not feel like it was going on ((B)(6) 2015). The patient stated that the ins was off during the MRI. The patient was on program 4 and was not feeling any stimulation. It was noted that prior to the MRI she was on program 3 at 1.4 and she felt stimulation. The patient moved to program 3 and she felt stimulation at 1.8. The patient would try this setting. The patient stated when she gets close to a machine or at the airport she would get a tingle. The patient stated it would shock her a little and go away. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician . (B)(4).